Manufacturer narrative:
(B)(4). The devices were returned for evaluation on 2/28/2018. Each device and associated sterile packaging was visually inspected. The complaint was confirmed for sterility breach that was determined during the incoming inspection process. Further investigation into this device malfunction has been initiated.

Event description:
On (B)(6) 2018, a distributor reported that three (3) cryoice cryoablation probes (cryo2) failed incoming inspection because the sterile pack was torn. This was discovered upon receipt by the distributor. There was no reported patient involvement.